Event description:
Baxter (B)(4) received a report that an infusor leaked from the controller during patient infusion. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used sample for evaluation with no fluid in the reservoir. The reported condition of a leak was confirmed. During functional testing, a leak was observed on the multirate control module. Visual examination of the sample showed no detectable signs of physical abnormality. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). The root cause of the leak was determined to an incomplete weld.